Event description:
Patient reported the aligners have ruined their teeth. They have been to a specialist and regular dentist and informed they had thinning gum damage because of the byte treatment and they need to have a new treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.